Manufacturer narrative:
Results of investigation: the uim (user interface module) control pcba (printed circuit board assembly) was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to a corrupted boot-loader.

Event description:
The user facility reported that the device's user interface module (uim) does not power up, only the leds on the membrane panel are lit up and the device is audibly alarming.

Manufacturer narrative:
The carefusion tech support specialist in conjunction with the user facility's biomedical engineer determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The carefusion factory service technician evaluated the alleged malfunctioning user interface module (uim) verified the complaint and determined that the root cause of the failure of the user interface module (uim) was a malfunctioning control pcba. The carefusion factory service technician replaced the control pcba ran the user interface module (uim) through a complete checkout in accordance with the carefusion factory service procedures. Once this was completed the repaired user interface module (uim) was returned to the user facility ready to be reinstalled on the device so that the device can be returned to service.